Event description:
The pt was implanted with a left ventricular assist device. It was reported that the pt's pump position shifted some time when the pt's sternum remained opened. X-ray eval with the physician showed that the pump appeared to have shifted left and lateral. The pt's lactate dehydrogenase (ldh) levels gradually increased. It was also reported that the pt developed progressive pump thrombus and hemodynamic deterioration. A pump exchange or lytics were not options due to ongoing airway bleeding. After discussion with the pt's family, the pt was made comfort measures only (cmo) and the pt reportedly expired. A request for the pump to be evaluated has been made.

Manufacturer narrative:
The report of suspected pump thrombosis was not confirmed because the device was not returned for evaluation. A request for evaluation of the pump was made; however, the pump was not returned to the manufacturer. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
No further info is available at this time. A supplemental report will be submitted upon completion of the MFR's investigation.